Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
The unit displays a poor image quality with dark lines in the ultrasound image

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: observation found during evaluation of original file: the unit displays a poor image quality with dark lines in the ultrasound image due to an internal failure within the beamformer. H3 other text: evaluation findings are in section h11.

Event description:
The unit displays a poor image quality with dark lines in the ultrasound image.